Event description:
It was reported that multiple altitude alarms occurred. There was no reported impact to the customer's blood glucose. The customer declined assistance from tandem technical support regarding the issues. No additional patient or event information was available.

Manufacturer narrative:
In use at the time of the event: cgm model: g6. Mobile os: ios / ios_iphone 12 pro / 2.2 / ios 18.4.1.